Event description:
The devices were implanted in 2003. In 2004, during a routine visit to the facility, the facility's charge nurse informed the manufacturer's (MFR.) Vascular access specialist of the following: the pt was being treated for an infection. No further details were provided at this time.